Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not able to be duplicated. Device inspection found no issue with image. Device passed the fog test ,burn in test and found no fluid invasion on s-connector (scope connector). The image testing found no issue. The bending section and insertion tube where tested ,manipulated and image showed with no issue. Further inspection however, found peeling on the forceps cover glue (control body unit) . The a-rubber glue has crack and one broken element found on the image. Evaluation findings found the customer reported issue was not able to be duplicated, however, peeling on forceps cover glue were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, ultrasound screen is black, there is no image. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps cover glue peeling. This report is being reported for forceps cover glue peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not able to be duplicated. Device inspection found no issue with image. Device passed the fog test ,burn in test and found no fluid invasion on s-connector (scope connector). The image testing found no issue. The bending section and insertion tube where tested ,manipulated and image showed with no issue. Further inspection however, found peeling on the forceps cover glue (control body unit) . The a-rubber glue has crack and one broken element found on the image. Evaluation findings found the customer reported issue was not able to be duplicated, however, peeling on forceps cover glue were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, ultrasound screen is black, there is no image. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps cover glue peeling. This report is being reported for forceps cover glue peeling.

Event description:
Updates on event reported: further communication with the customer , the following conveyed. The issue found during an endoscopic ultrasound procedure. The intended procedure was completed using a different eus scope. When it was plugged into the processor, it would not display any us image. We stopped the procedure, changed scopes, and was able to complete.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.